Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The maryland bipolar forceps was analyzed and the complaint was not confirmed by failure analysis. Visual inspection revealed no damage, and manual manipulation showed the grip tips opened and closed properly. Inhouse testing confirmed the instrument passed recognition and engagement tests, demonstrated full intuitive range of motion, and the grip tips functioned as intended. The instrument was fully functional, and no product issue was identified.

Event description:
It was reported that during central processing, the 8mm maryland bipolar forceps instrument would not release tissue, stop responding to robot. There was no report of patient involvement or no reported injury.